Event description:
New information notes the lead was explanted and returned for analysis.

Event description:
Patient reported for normal follow up. Externalized conductors were noted. No electrical abnormalities.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion was noted at 7.0-9.0cm from the lead tip. Externalized conductors due to internal and external insulation abrasion was noted at 15.5-18.5cm from the lead tip. The efte coating on one rv conductor was abraded at 15.5cm from the lead tip.